Event description:
Patients, unspecified number, experienced blistering of the mouth, throat and esophagus. They also noticed black marks around the patients' mouth after the use of a tee probe disinfected in cidex opa.